Manufacturer narrative:
Failure analysis conclusion: the diamondback coronary orbital atherectomy device was returned for analysis without the original guide wire. The drive shaft exhibited slight filar deformation located at the distal edge of the crown. The driveshaft crown section was cross sectioned, and scanning electron microscopy was performed to identify any potential damage to the crown weld or the driveshaft filars under the crown due to the slight deformation. No damage was observed. The device also met performance and dimensional requirements, and the deformation did not prevent and in-house test wire from passing through. Therefore the deformation is not considered a contributing factor in this reported event. There was no other damage and no other failures identified that could have contributed to the reported complaint. At the conclusion of the failure analysis investigation the reported event could not be confirmed through analysis. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) became stuck in a lesion in the mid rca. The vessel was 90% stenotic, tortuosity was moderate-to-severe, and the lesion was heavily calcified. The oad was turned off and pulled back, and the oad stalled. Imaging showed a dissection was present. A stent was deployed to resolve the dissection. The patient was stable and did not encounter additional complications.